Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was emitting an unusual noise during testing, failed cannulation testing and the trigger was sticking. It was also observed that the electric motor and cap nut were worn, the voltage dropped when tested with power supply and the trigger components were worn. The assignable root cause was determined to be due to component wear/age. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during pre-surgery setup, it was observed that the battery reamer/drill device was not working. During in-house engineering evaluation, it was observed that the device was making an unusual noise during testing, failed cannulation testing and the trigger was sticking. There were no delays to the planned surgical procedure. A spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.